Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that there was poor communication on the patient programmer and that they were unable to communicate with the recharger as well. The patient stated that their last recharging session was more than one to three months prior, around (B)(6) 2016. It was unknown when the patient last felt stimulation. The importance of keeping the device charged to maintain therapy was reviewed with the patient. The patient was redirected to their healthcare provider (hcp) to address a possible overdischarge and to have a physician mode reset performed. No patient symptoms were reported. Indications for use are spinal pain and chronic low back pain. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2017 regarding the patient. The rep reported that the patient¿s neurostimulator (ins) was overdischarged. The rep reported that communication could not be established with the patient programmer, recharger or clinician programmer. The patient was able to recharge his ins fine and typically charged every 2 weeks. The rep reported that the patient suddenly lost the ability to charge the ins in the fall of 2016. The patient had difficulty getting an appointment with his managing physician, so he was being seen for the first time on (B)(6) 2017 about the overdischarge. The rep reported that there were no changes at the ins pocket and rep saw the outline of the ins. The patient didn't maintain charging because he had an issue with recharging. The rep successfully started a physician recharge mode during the call. Additional information was received from the patient. The patient reported seeing the warning power on reset (por) message on his patient programmer. No further complications anticipated. Additional information was received from the patient. It was reported that the patient was looking to email someone a letter that explains his history and situation and was hoping for a response. There was some type of malfunction to the patient¿s implant and this disturbed the patient. The patient had been back and forth to the hcp, but the visits had cost the patient nothing but money and the hcp wanted to do surgery. The issue had been going on since (B)(6) of 2016. Additional information was received from the patient. In the (B)(6) of 2016, while moving from (B)(6), the patient¿s implant failed to communicate with the antenna and was unable to charge. After trying a number of times, the patient called customer service. They instructed the patient and see a spine and pain management facility. After calling a number of offices, the patient finally found someone that would see and treat someone with an implant. It was five weeks before the patient could see a doctor, but two days prior to the patient¿s appointment, he received a call to reschedule due to a personal situation with the doctor. The new appointment was moved up another five weeks in which again, the day before the appointment date, the patient received another call saying the doctor was no longer with them and the patient would need to find another. The patient was able to make an appointment with another facility. He was seen by a physician, and after a number of questions, was scheduled to have x-rays. At the patient¿s next appointment, he was seen by the physician¿s assistant and was told that he would need to schedule surgery to replace the implant. Upon leaving, the patient asked the office manager if there was a rep in the area and was given a name and number for one. The patient called the rep and explained the situation and the rep instructed the patient to meet her in the physician¿s office on (B)(6) 2017. It was noted that from the patient¿s home to the office was 56 miles one way. The patient made the appointment to find that the rep was unable to make it and another day was set. Upon the next visit, the rep examined the patient and called customer service for advice on what could be done. They were able to activate a charging and the patient left due to the passing of his mother. The sixty-minute charge was completed, but the patient was still unable to activate the implant. The patient charged again with no success and called the rep and customer service. The patient was told to try charging again and again. The rep told the patient that she would need to meet with him, but due to a number of personal things that were going on, the patient had not been able to meet with her. The patient noted that the rep had been very helpful. The patient had encountered a large amount of expense and had been scheduled for surgery on (B)(6) 2017. It was noted that these problems occurred in a short period of time, and the patient had expense and suffering due to some fault of the implant.